Manufacturer narrative:
Date of the event unknown. Device lot number unknown.

Event description:
It was reported that the abutment screw (iunihg) fractured and could not be removed from the implant. Depth of fractured screw was deep within fracture. Implant required removal. Tooth location 29.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). One osseotite implant was returned for inspection. The implant shows large signs of wear and debris about the threaded region is destroyed. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture, which necessitated implant removal. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined.